Event description:
The technician alleged that when the bed was unplugged the battery light would stay illuminated. No patient impact.

Manufacturer narrative:
The technician found the light would go out after a few minutes or if a function was activated. The technician replaced the battery to resolve the issue.